Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus service operation repair center (sorc) for repair. Sorc inspected the device and confirmed that the reported phenomenon was not reproduced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that the monitor screen went black. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined, because the reported event could not be duplicated in repair inspection and the device has not been returned. Omsc assumed that the reported event was caused by failure of the power supply board, video processing board or lcd panel. Since this device is an original equipment manufactured product and device history record (DHR) is unknown, DHR was not reviewed. If additional information becomes available, this report will be supplemented.